Event description:
The patient's pump eroded a third time. The pump was relocated and a mesh pouch was added to try to prevent further erosion. Reference MFR report #'s 3004209178-2008-07171, 3004209178-2008-07173, 3004209178-2008-07180.